Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was being prepped for a shoulder surgery when they went into cardiac arrest. The patient was then intubated and an external pacemaker was placed. Review of the patient's pacemaker system revealed high pacing impedances and loss of capture on the right ventricular (rv) channel. The rv lead was found to be fractured, so it was surgically abandoned and replaced. No additional adverse patient effects were reported.